Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Analysis found the device to have no communication. The root cause of the anomaly was a cracked telemetry board.